Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 0.6mmol/l on her contour usb meter. She retested on a different meter and received a reading of 8.0mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation.